Event description:
The pt reported oozing from implant site in 2007. Add'l info obtained from the health care provider reported the pt developed a spinal abcess. Reported symptoms included drainage and "meningeal signs/symptoms". The pt did receive perioperative antibiotics during surgery. The csf was cultured and mrsa was identified. The pt received IV antibiotics and the entire system was explanted. The pt did not experience any drug withdrawal and the outcome was reported as "ongoing". Previous risk factors the pt had prior to surgery included corticosteroid use, and post-operative wound or skin contamination (incontinence, etc).